Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or dsimilar to a product marketed in the united states.

Event description:
It was reported that the customer received the following results, with two different meters, within 10 minutes: 338 mg/dl (mobile 1) and 120 mg/dl (mobile 2). No adverse event was reported. The lot number was not provided. The remaining strips were discarded; therefore, no product could be requested to be returned for product evaluation.